Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began to read inaccurately on (B)(6) 2015 at 11:14 pm, when she obtained an alleged inaccurate high blood glucose result of ¿245 mg/dl¿ on the meter. The patient does not administer medication to manage her diabetes. She reported that she continued with her usual diabetes management routine in response to obtaining the alleged inaccurate high result. She denied developing any symptoms as a result of the alleged issue. However, she reported that she received treatment of ¿d50 IV 1amp¿ from a healthcare professional (hcp) in the emergency room (ER) on (B)(6) 2015 at 11:40 pm. The patient also reported that a blood glucose test was conducted on the ER/hospital meter, but the result was not specified. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. However, the cca also noted that the patient¿s test strips had expired in (B)(6) 2014. Replacement products were sent to the patient. This complaint is being reported because it appears that the patient received treatment for severe hypoglycemia from a hcp after the alleged meter issue began.